Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip (mc) procedure. The suture of one prostyle device was successfully placed. Reportedly post procedure, the device was pulled out but only the metal part came out of the vein and the plastic part (black sheath) remained stuck in the femoral vein. Before removing the device it was confirmed that the footplate lever went completely down. No additional sheath was used or upsized and the procedure was completed via the left side due to the stuck prostyle on the right side. Surgical intervention was used to remove the device in one piece from the anatomy and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR, the account confirmed the following: the guide was separated from the distal end of the guide tube which occurred during the procedure and surgical intervention was performed to remove the separated portion. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break separation was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A needle to cuff miss was observed in the returned analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated guide caused a needle deflection which induced the bilateral cuff misses and subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip (mc) procedure. The suture of one prostyle device was successfully placed. Reportedly post procedure, the device was pulled out but only the metal part came out of the vein and the plastic part (black sheath) remained stuck in the femoral vein. Before removing the device it was confirmed that the footplate lever went completely down. No additional sheath was used or upsized and the procedure was completed via the left side due to the stuck prostyle on the right side. Surgical intervention was used to remove the device in one piece from the anatomy and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.